Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited a defective pig tail port (connector) which caused on image. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b5 to state that there was no image, rather than an on image reported in the initial. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the device was manufactured. Based on the results of the investigation, the presumed cause was the failure of the video connector. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the video system center exhibited a defective pig tail port (connector) which caused no image.